Event description:
It was reported by service report that the scale was not accurate. The scale was found to be accurate after being tested by a service technician and calibrated weights. No patient involvement or adverse consequences are reported.